Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 311mg/dl. The customer changed their supplies and delivered a bolus to address the bg level. The customer had observed insulin exiting the infusion set tubing prior to contacting tandem technical support (cts). Reportedly, there was no damage noted to the cannula but the customer stated that there was no insulin exiting the end of the cannula. The customer had sample infusion sets and applied an inset 30. After applying the new site the customer resumed insulin delivery.